Manufacturer narrative:
H10: manufacturing review: a device history review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one week post deployment, x-ray abdomen was showed that an inferior vena cava filter was identified adjacent to the right side of the l1 vertebra. Around three years and eleven months later, computerized tomography-l-spine without contrast was performed which showed that multiple filter struts penetrated through the inferior vena cava wall. One strut lies within a mesenteric vein. One strut penetrates the posterior wall of the duodenum. The other struts lie in the mesenteric, pericaval fat. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,b7,g3. H11: b1,g1,h1,h6(patient, device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with trauma situation/motor vehicle accident and after being diagnosed with deep vein thrombosis/pulmonary embolism. At some unknown amount of time post filter deployment, it was alleged that filter strut(s) had perforated into organs. The filter was not removed no retrieval attempts were made. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with trauma situation/motor vehicle accident and after being diagnosed with deep vein thrombosis/pulmonary embolism. At some unknown amount of time post filter deployment, it was alleged that filter strut(s) had perforated into organs. The filter was not removed no retrieval attempts were made. There was no reported patient injury.